Event description:
It was reported that the customer has received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 600 mg/dl and was corrected with insulin injections. The customer was using apidra insulin and will be discussing with the health care provider about switching to novolog.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.